Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the event occurred due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The user may have applied stress toward wrong direction which caused the external stress. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube has broken locking tabs. The unspecified procedure was completed. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.